Event description:
A report was received that a patient had an ipg revision. The physician cut out bad tissues around the ipg site due to wound erosion. The skin erosion was secondary to anorexia. The physician prescribed the patient oral antibiotics.